Event description:
Baxter rec'd report in 6/2005 of event that occurred in 3/2005. Report stated, "this spontaneous case refers to 2 cryocyte freezing bags (code r4r9957, lot h02e28107), which were torn on 1 side when removed from nitrogen container in 3/2005. The samples are available for analysis." There is no add'l info available at this time.

Manufacturer narrative:
Returned sample from customer is anticipated. Review of production records for lot #h02e28107 were found to be within specification requirements. A query of the complaint database for lot #h02e28107 shows one other similar complaint within the last 24 months.